Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a vena seal closure system to treat a lesion in a patient. It was reported that after the procedure, a pe, dvt may have resulted from the use of vena seal. The was procedure completed as per IFU. No further patient injury reported for this event.